Manufacturer narrative:
Initial.

Event description:
It was reported that the user sought assistance with ilet meal announcements and dosing behavior, described higher-than-expected insulin delivery after meal announcements leading to an overnight hypoglycemic event reaching 46 mg/dl, and subsequently completed a factory reset and replacement of supplies; the medical device problem and device component were not specified beyond insufficient information. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose. Investigation included communication and interviews with the user and analysis of information provided. Investigation of this case revealed no findings, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.